Manufacturer narrative:
Other, other text: additional information: a1, b5,and h6 ( patient code).

Event description:
Additional information provided indicating that there was no patient involved.

Event description:
Information received a smiths medical ambulatory infusion pumps/cadd solis vip pumps - 2120 was returned after alarm ec45985 occurred . No patient adverse events reported.

Manufacturer narrative:
Other text: one cadd solis vip pump was returned for analysis. The physical condition showed that the downstream occlusion sensor seal had a bubble, missing the battery door and missing 2 separators. A system fault error was confirmed in the device's history. The reported error code 45985 could not be replicated but was found in the event log multiple times. This error is due to a failed l1 inductor on the printed wiring assembly board. The board will be replaced to resolve the issue.